Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that there was a break at the male luer on the maxplus and neutraclear valves stick down when attached to a nicu patient.

Event description:
It was reported that there was a break at the male luer on the maxplus and neutraclear valves stick down, when attached to a nicu patient. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
Additional information added to: concomitant medical products. Correction; (patient code & device code). The customer¿s report that there was a break at the male luer on the maxplus extension set was confirmed by visual inspection. Also observed was stress marks and jagged/uneven edges at the break site. The products were visually inspected for obvious damage such as incomplete bonding engagements, cracks/fractures, kinks, holes, tears and any other anomalies. A residual light brown liquid was observed within the extension set. The male luer fixed collar was broken off from its base. Stress marks and jagged/uneven edges were observed at the break site of the broken collar. Functional testing could not be performed due to the broken collar and the inability to connect it securely to a mating component. Tool marks were present on the mid-body and at the female luer end, and the piston was still recessed, confirming the customer¿s report. No other evidence of damage or anomalies was observed. The root cause was not identified.